Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the xience v stent delivery system (sds) would not cross; however, a 3.5 x 18 mm vision did cross. No pt effects were reported. No additional event or pt information is available. This event is being reported based on the analysis of the returned device which revealed that the stent implant was dislodged from the sds balloon and was not returned. There was no info available regarding the dislodged stent or the location of the missing stent. There was no report of pt injury or the need for medical/surgical intervention.

Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the sds was returned with no blood visible. There was fluid visible in the balloon and inflation lumen. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.